Manufacturer narrative:
(B)(4). Eval: results: mi.

Event description:
Pt received a 3.5mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the mid cx. No re-flow was observed during procedure. It was reported that the pt suffered an mi one day post procedure. It was reported that the pt was asymptomatic on discharge. No other clinical sequelae were reported. Investigator reported that the event was unrelated to the study stent and probably related to the procedure.